Manufacturer narrative:
(B)(4). Correction - the device was initially reported as returning, but has now been reported as not returning because it was discarded at the account. It is indicated that the device is not returning; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. (B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a 91% stenosed, de novo lesion in the mid left main artery with mild tortuosity and moderate calcification. During the attempt to deploy the 4.0 x 12 mm xience prime stent, the balloon did not inflate; therefore, the device was removed. Another 4.0 x 12 mm xience prime was used to complete the procedure successfully. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.